Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 37 mg/dl. Customer reported to have been driving and became disoriented and bumped car into a pole. Customer reported to have been passed out for about three hours. Customer was taken to the hospital by paramedics. Customer was hospitalized over-night and was treated with IV. Customer was wearing insulin pump at the time of hospitalization. Customer received assistance with carelink per healthcare provider's request.